Event description:
It was reported that inse the balloon did not inflate, customer pulled out the catheter and found that the balloon was detached half way on the circumference of the bottom of the balloon. Balloon was still attached to the tip of the catheter and there was no patient injury or complications.

Manufacturer narrative:
Device has not been returned for evaluation.